Event description:
The affiliate reported the customer alleged false negative blast cells, for one patient, involving the unicel dxh 800 coulter cellular analysis system. The customer measured the sample with flow cytometry and observed 13.9% of blast cells, which was considered correct. The manual results were 32% segments, 54% lymphocytes, and 3% monocytes. Eleven percent (11%) of large cells was between lymphocyte and monocyte, with an immature nuclear structure. The erroneous results were not released out of the laboratory. There was no patient consequence associated with this event. The instrument has been performing within quality control (qc) specifications with respect to controls and reproducibility.

Manufacturer narrative:
The customer-supplied raw data analysis indicates the lymphocyte population is overlapping the monocyte population. The percentage of the monocytes reported by the algorithm is slightly higher than normal but not abnormal enough to trigger the blast flagging rules.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The instrument was performing within specifications. The patient sample was collected in a 5 ml vacutainer tube. A definitive cause of the event is unknown.